Event description:
Allegedly, the patient is experiencing mom complications (left). Add'l info rec'd 4/23/2015: pt. Revised on (B)(6) 2014.

Manufacturer narrative:
This is the same event as 3010536692-2015-00777.